Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.the reported field event of oversensing was not confirmed in the laboratory. The device was tested on the bench and using automated test equipment, and no anomaly was found. The cause of the reported oversensing could not be determined.

Event description:
It was reported that an asymptomatic patient was presented in the operating room for implant and post-paced t-wave oversensing. Programming changes were recommended; device was explanted and replaced.